Event description:
The plaintiff's attorney alleged that the pt experienced an unspecified cardiac injury and/or related symptoms and subsequently expired thirteen days later due to use of the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.